Event description:
Reported due to stent unable to cross and seal a peforation. The physician attempted to seal a perforation using a graftmaster stent graft in the diagonal branch. Reportedly, the patient received two (2) vision rapid exchange stents in the mid left anterior descending (lad) artery. Following stent deployment, the patient had symptoms of chest discomfort and it was noted that "the diagonal side branch which was placed in stent jail was totally occluded." Intracoronary nitroglycerin was administered but did not result in substantial re-perfusion in the region of the diagonal branch. Several attempts using multiple wires were made to retrieve the diagonal branch. A choice wire was used and successfully crossed the stent strut into the diagonal branch. Ballooning of the stent strut was performed with a maverick balloon. A perforation of the diagonal branch was noted after the ballooning procedure. Attempts were made to deliver a 3.0x 16 graftmaster stent graft to the site of the diagonal branch, but the covered stent could not be delivered. A 3.0 x 20 rapid exchange espirit perfusion balloon was also attempted but the balloon could not be delivered to the lesion. An angiogram was taken which indicated that there was no further bleeding. However, it was at this point that the patient started to show signs of hemodynamic compromise. Systolic bp decreased to the 60-80 mmhg rnge and pulsus paradoxus became apparent on the hemodynamic monitor. A cardiovascular surgical consult was obtained for possible emergent surgery. A venous sheath was placed in the right femoral vein and dopamine was started. The patient was also given lidocaine for ectopy. Echocardiogram revealed a 2.5 cm wide pericardial effusion anterior to the right ventricle resulting in collapse of the right ventricle and tamponade. A percutaneous pericardiocentesis was performed resulting in aspiration of 200 cubic centimeters of fluid with immediate hemodynamic improvement in the systolic blood pressure from about 80-150 mmhg and resolution of pulsus paradoxus. A repeat angiogram was performed which revealed no ongoing bleeding into the pericardium. The patient was transferred to the "cv-ICU" in stable hemodynamic condition. At last report, the patient was reportedly "doing fine."